Manufacturer narrative:
A customer submitted hpc testing to provide a quantitative assessment of the water quality of their cardioquip device. The test results came back with a bacteria count that exceeds the allowable threshold set by cardioquip. Cardioquip notified the customer of the contamination, recommendation of an internal water path replacement, and provided pricing for the repair via email on (B)(6) 2023. As of the date of this report, there has been no response to the recommendation.

Event description:
Hpc testing result for unit 10160786 is 47,000 mpn/ml. Based on these results, the device is above the acceptable limits and epdidemiology recommends an internal water path replacement.